Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for lead revision. The patient previously received a notification due to out of range pacing lead impedance. No externalized conductors were found via diagnostic imaging. Patient requested to replace lead. Patient was fine after the procedure.